Event description:
It was reported that the procedure was to treat a 90% stenosed, de novo lesion in the mid left anterior descending (mlad) artery. The lesion was pre-dilatated with an unspecified nc balloon, and a 2.5x33mm xience prime drug eluting stent (des) was implanted at the target lesion. Post-dilatation was performed with an nc balloon, after which a distal edge dissection was observed. Another xience prime des was implanted to cover the dissection and successfully complete the procedure. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.